Event description:
Saalt saw customer's post in the saalt (B)(6) group explaining that their iud came out during cup use and asked customer to email saalt directly with more information. Customer emailed saalt and saalt responded with additional questions about their experience. Customer indicated they have been using cups for 5 years,but this was the third time using their saalt cup. Customer explained they couldn't feel their iud strings, and assumed they were cut short. The customers medical provider did know they were using a cup. Customer ensure the seal was good when opening the cup and the cup had been inserted for 5 hours when they removed the cup and dislodged the iud. Customer indicated they would continue to use saalt cups in the future. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."